Event description:
It was reported that the lead integrity alert (lia) was triggered due to increased impedance. The lia was reprogrammed to a higher setting and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. One patient alert for rv pace lead z = 1008 ohms on (B)(4) 2012 03:00:06. Weekly and daily pace lead impedance log data shows an increase for min and max v. Pace = 416 to 1008 ohms peak between (B)(4) 2011 and (B)(4) 2012.